Event description:
Per the clinic, the patient experienced recurrent infection around the abutment site. Subsequently on (B)(6) 2014 and (B)(6) 2014, the patient was prescribed oral antibiotics. The implanted device remains and the reported issues have resolved.

Manufacturer narrative:
(B)(4). The implanted device remains.